Event description:
After 12 years of cochlear implant use, the electrode array lead wire reportedly migrated out through the patient's eardrum into the outer ear canal. The device was explanted and the patient was reimplanted with a new device in 2005.